Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a critical pump error alarm. The customer¿s blood glucose during the incident was 3.9 mmol/l. They did not receive any pump error alarm prior to the critical pump error alarm. They were advised that the insulin pump would need to be replaced. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. However, device received with corroded electronic assemblies and corroded motor home switch.